Manufacturer narrative:
One device was received for evaluation. Visual inspection found no physical damage on the device. There was no evidence in the event history log. Functional testing was unable to duplicate the reported problem. The device accuracy was within specification. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the product's flow rate accuracy was (B)(4). Event occurred before patient use, during testing. There was no patient involvement and no patient harmed reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.